Event description:
The patient reported that for the past week, he has had elevated blood glucose in the 200s mg/dl range. The patient believes that his infusion device is not delivering his basal rates, but he is able to deliver a bolus that will help bring his blood glucose down. The patient's normal range is 120 to 150 mg/dl. The patient did not report having any symptoms. The patient also reported an "electrical burning smell" coming from his infusion device. The patient did not need assistance from a healthcare professional or second party. The product has not requested for return to be evaluated.